Event description:
It was reported that the user experienced hyperglycemia after a 24-carbohydrate meal with an ilet reading of 238 mg/dl and a fingerstick of 199 mg/dl, with the user noting lower than typical total insulin delivery and later discovery that the ilet had been paused for approximately four hours. Symptoms included elevated blood glucose. Outcomes included user concern about eating another meal and receipt of troubleshooting and education, including guidance to announce meals immediately before the first bite and to wait for glucose to approach target before eating. Investigation included a review of device usage and delivery history with user interview and troubleshooting. Investigation of this case revealed that the device had been paused for an extended period, which is consistent with underdelivery and hyperglycemia; the device itself did not generate alarms during the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user-related interruption of insulin delivery contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.